Manufacturer narrative:
The lead and the ICD were returned and thoroughly analyzed. The ICD underwent a thorough analysis. During the analysis of the device memory data of the ICD, the clinical observation could be confirmed. Interference signals were detected in the ventricular and in the far-field channel in the available iegms, which led to several shock deliveries. Furthermore, the device date showed that the ICD activated the battery status eos on (B)(6) 2015 at 6:19 a.m. The ICD proved to be fully functional during the analysis. The lead was only available in fragments. The lead had been capped about 11.5 cm distal of the connector pin. The distal lead fragment, including the tip electrode, was not available for analysis. It is likely that the lead was cut through during the explantation. The returned fragment was analyzed visually, mechanically, and electrically. Aside from the existing cut through the lead, there was no deviation from the specification that could be related to the clinical complaint. The measurement of the direct-current resistances of the electrical conductors also turned out to be unremarkable.

Event description:
(B)(6) MDR - after an implantation time of about 81 months, it was reported that the patient came to the emergency room with inappropriate shock deliveries. The ICD showed eos when checked. It was also reported that the last follow-up on (B)(6) 2015 had been unremarkable. The ICD was explanted and returned to biotronik for analysis. The lead was capped and remains inside the patient.